Manufacturer narrative:
Continuation of d10: product ID 7426. Serial# (B)(6). Implanted: (B)(6) 2008. Explanted: (B)(6) 2026. Product type implantable neurostimulator product ID 3708660. Serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2026. Product type extension. Product ID 3708660. Serial# (B)(6). Implanted: (B)(6) 2013. Explanted: (B)(6) 2026. Product type extension. Product ID 7482a95. Serial# (B)(6). Implanted: (B)(6) 2008. Explanted: (B)(6) 2026. Product type extension product ID 7482a51. Serial# (B)(6). Implanted: (B)(6) 2008. Explanted: (B)(6) 2026. Product type extension. Product ID 3387-40. Lot# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2026. Product type lead product ID 3389-40 lot# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reports issue has been resolved, no further information available.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeons office stated complete system explant due to erosion of implant. Cause and date unknown by office.